Event description:
The spouse noticed that pt didn't look well. Spouse used the suspect device to check pt's blood glucose and the result was 109 mg/dl. Emergency medical technicians were called and they took pt to the hospital. Enroute, they checked pt's glucose and the level was 42 and 34 mg/dl. They gave pt a glucose IV while in the ambulance. At the hospital pt was just monitored. Controls were used and in range on the system. The device was replaced and requested to be returned for evaluation.